Event description:
It is reported that a customer states they can not control their sugar levels on their insulin pump. The patient's blood glucose level was at 509 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting and was informed that the reservoir needed to be replaced. A new reservoir was shipped to the customer. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.